Event description:
A customer contacted beckman coulter inc. (Bci) in regards retic clearing reagent leak on the coulter lh 750 analyzer. The leak is contained inside the diluter unit. The instrument was operating when the leak occurred. The customer was not wearing personal protective equipment. The customer was not splashed or injured and no report of exposure to mucous membrane-eyes, mouth, respiratory tract or open wounds was reported.

Manufacturer narrative:
The fluidic schematic was reviewed. A bci field service engineer (fse) replaced the tubing thru vl-98 and confirmed the instrument's operation per established procedures. Root cause was I beam tubing at vl98.